Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Boston scientific was informed by the physician, using a hydratome rx sphincterotome in an endoscopic retrograde cholangiopancreatography procedure (ercp), that the orientation was bad, and the tome would barely bow. The procedure was completed with another of the same device, the pt is "fine".